Manufacturer narrative:
Correction: h10: correction to investigation conclusion. The investigation of the returned stent system found the stent snared on a stent retriever along with the distal ends of two microcatheters; furthermore, the proximal end of the stent was found to be twisted. Due to the deformity of the proximal end of the stent, this investigation could not perform advancement testing to assess the initial deployment issue described in the reported event. The investigation also could not determine if the stent deformity occurred prior to or after the device was snared during the procedure. The pusher used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported deployment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the stent deformity, but this condition is consistent with the device experiencing forces over specification. The returned distal ends of the two microcatheters and guide catheter appear to have been cut post-procedure, prior to return.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, "fred proximal end was being deployed in the patient, and upon release of the device (unsheathing the microcatheter), the proximal end was not releasing from the pusher wire bumpers. Upon maneuvering the stent by pushing forward and back, it eventually released, only to be twisted proximally and not opening. We then snared the device out using a stent retriever while simultaneously aspirating a guide catheter after corking the device. Device will be returned as is. Further runs after removal of the device showed no infarcts or damage to the patient."

Manufacturer narrative:
Investigation conclusion: the investigation of the returned stent system found the stent snared on a stent retriever along with the distal ends of two microcatheters; furthermore, the proximal end of the stent was found to be twisted. Due to the deformity of the proximal end of the stent, this investigation could not perform advancement testing to assess the initial deployment issue described in the reported event. The investigation also could not determine if the stent deformity occurred prior to or after the device was snared during the procedure. The pusher used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported deployment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the stent deformity, but this condition is consistent with the device experiencing forces over specification. The returned distal ends of the two microcatheters and guide catheter appear to have been cut post-procedure, prior to return.

Event description:
No additional information was received.